Event description:
It was reported that the stent foreshortened. The target lesion was 75% stenosed, moderately calcified and located in the superficial femoral artery. The lesion was pre-dilated using a balloon, and an eluvia self-expanding stent was advanced. The stent was completely deployed but it foreshortened from 12cm to 6cm. He physician did observe that during deployment of the first stent, the shaft was slightly bent during deployment which may have contributed to the foreshortening. Additionally, the stent delivery system shaft was engaged with the sheath valve due to a proximal lesion from an ipsilateral approach. The foreshortened stent was post-dilated with a balloon. The lesion was not fully covered so an additional eluvia stent was placed. There were no patient complications and the procedure was successfully completed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent foreshortened. The target lesion was 75% stenosed, moderately calcified and located in the superficial femoral artery. The lesion was pre-dilated using a balloon, and an eluvia self-expanding stent was advanced. The stent was completely deployed but it foreshortened from 12cm to 6cm. He physician did observe that during deployment of the first stent, the shaft was slightly bent during deployment which may have contributed to the foreshortening. Additionally, the stent delivery system shaft was engaged with the sheath valve due to a proximal lesion from an ipsilateral approach. The foreshortened stent was post-dilated with a balloon. The lesion was not fully covered so an additional eluvia stent was placed. There were no patient complications and the procedure was successfully completed.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter state: (B)(6). Device eval by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. The serial number matched the complaint serial number. The eluvia showed signs of use. Visual examination revealed the eluvia had a kink at the nosecone. The wheel lock and flushing luer were removed and not returned. The pull handle was extended to the maximum length. The stent had been deployed and not returned. A kink of the inner liner was confirmed 14 cm from the distal tip. No other damage was seen. The handle was x-rayed for any internal damage, and no damage was found.